Manufacturer narrative:
The filter and syringes were not returned to the manufacturer for evaluation. The manufacturer believes that this event is likely a result of physician error. The manufacturer utilizes quality control steps and specialized loading equipment that make it impossible for the filter to be loaded upside down during production. As a result, in order to place the filter upside down, user error is a certainty.

Event description:
A vena tech lgm vena cava filter was inadvertently placed upside down in an infrarenal position. The filter migrated to the patient's heart and was surgically explanted.